Event description:
The cause of the low hemoglobin was a gastrointestinal bleed. The patient received blood, the site was considering lowering their international normalized ratio (inr), and they were increased the patient's intramuscular octreotide dose.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes corrected section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section h6" clinical code corrected manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the report of gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. Review of the submitted log files found small, transient power elevations on 29apr2024 and 30apr2024 at times that pulsatility index (pi) events were captured. Although a specific cause for the transient power elevations could not be conclusively determined, the elevations were not indicative of a device issue. The system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log files. The patient expired on (B)(6) 2024; refer to MFR # 2916596-2024-03154 regarding the patient¿s outcome. (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally stated that the patient had some power / flow spikes, and that the log files recorded no unusual events.